Manufacturer narrative:
Date of event: unknown, but the best estimate is between 02/08/2018 and 04/10/2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zxr00 +19.5 diopter) was explanted in a secondary surgical procedure from the right eye of a male patient, due to visual disturbance, halos and glare. The incision was not enlarged. A competitor lens was implanted as a replacement. Reportedly, the patient has recovered. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/29/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens case. Visual inspection was performed and shows that the lens was damaged and slightly contaminated. This is expected as the lens was transported from controlled environment during manufacturing to a non-controlled environment when returned for investigation. Investigation and the condition of the returned lens do not suggest the fiber/scratch/damage was introduced during manufacturing. The customer's reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.